Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be damaged with a tear. Fluid was seen exiting the soft cannula through the tear. The timing and cause of the damage could not be determined. The data did not show any signs of struggle or pulse width increase indicating a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 22 mmol/l (396 mg/dl). In order to treat the high bg, corrections were administered and a new pod was applied. The pod was worn on the patient's abdomen for between 36 and 48 hours. The patient's bg history is as follows: (B)(6).